Event description:
The user facility further reported there was no anti-fog agent used. Additionally, after attaching the distal cover cap to the scope, no damage was observed. The facility suspects they did not perform a "pull or twist" test to the cap to make sure it does not come off after installing.

Manufacturer narrative:
This supplemental medical device report was submitted to provide additional information from the legal manufacturer. A similar device from another lot was tested on an endoscope and confirmed the distal cover cap never came off, with no damage and installed correctly to the scope. The legal manufacturer could not perform the device history records for the subject device due to an unknown lot number. However, no manufacturing issues have been reported for the device to date. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the investigation results, the potential cause of the reported event was due to insufficient attachment to the scope as it was reported the user facility suspected that when they attached the distal cover to the scope, they did not perform a pull or twist on the cover to make sure it does not come off. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: position your finger at the center on top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover. Hold the distal end of the bending section. Pull the distal cover gently to confirm that it does not slip and come off. Twist the distal cover gently in both directions and confirm that the distal cover on the distal end of the endoscope does not slip and come off. Caution: do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g.,vaseline®) to the distal cover and the endoscope. The legal manufacturer will continue to monitor complaints for this device.

Manufacturer narrative:
This report is being supplemented to provide a correction to the legal manufacturer's final investigation and a correction to d10 and h6. D10: information added to this field was inadvertently not included on the initial medwatch. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. A reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual. The indicated event was not reproduced. (Maj-2315 lot h0729 was used for reproduction confirmation). The parts supplier conducts sampling inspections of three (3) parts for each production lot and confirmed the parts conformed to the specifications. Quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. The root cause of the issue could not be conclusively specified. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product had not been returned, and the details of the occurrence situation could not be confirmed, therefore, the cause could not be determined. The probable cause was likely the following: chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. The cover was easily removed from the scope due to insufficient attachment to the scope. When the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. Complaint history review: a similar complaint from the same facility was patient identifier c21064498. The instructions for use (IFU) provides the following guidelines: as described in the IFU "7.3 attaching the distal cover" (p.11 to p.13): please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover. Olympus will continue to monitor for similar complaints.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
The referenced device will not be returned as the user facility discarded the device; therefore, the root cause of the reported malfunction cannot be determined at this time. However, the investigation is ongoing and if additional information becomes available, this report will be supplemented accordingly.

Event description:
After an unspecified procedure, a duodeno-videoscope was reportedly being cleaned with an enzymatic sponge when the single use distal cover attachment cap was observed missing from the scope. The cap was then found on the cleaning space. There were no issues with the scope itself. The user facility believed the cap was put on properly and it is unknown how the cap became detached. The user facility has conducted a training since to ensure the cap is installed correctly. The cap will not be returned as it was disposed of at the user facility. There was no death or injury reported.